Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 4.3 and 7.4 inr. The corresponding reported lab result was 2.8 and 4.9 inr.